Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged event: the device leaked during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number provided does not match with system; therefore a device history record (DHR) review could not be conducted. No alleged defective product or representative sample was returned for investigation purpose. Therefore, investigation conducted was based on document review. In current manufacturing processes, the products are subjected to 100% leak test and only products that pass all tests will be shipped out. As part of our initiative, 10 samples from current production lot was taken to do the water leak test. All samples taken have no blockage or leak issues. The catheter leak may be due to various reasons. However, in the absence of the complaint sample, further investigation could not be conducted and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the device leaked during use. The patient's condition was reported as fine.